Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) pacing impedance measurements have steadily increased, eventually measuring greater than 2,000 ohms. Additionally, threshold measurements have increased, along with oversensing. The non-pacer dependent patient was reportedly pacing 10% in the rv. Isometrics recreated random undersensing. Technical services recommended further evaluation of the rv lead. To date, no adverse patient effects were reported with this clinical observation.